Event description:
It was reported that a few days after an unrelated procedure, trend data indicated there were high right atrial (ra) lead thresholds. It was also reported that there was possible pocket stimulation due to insulation damage as noted by a decreased impedance. It was further reported that there was diaphragmatic stimulation. The physician reprogrammed the device to ddi with atrial output of 0.5v @ 0.03ms and atrial sensitivity of 0.15mv. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 6949-58 implantable tachy lead 2007-(B)(6); ddbb1d1 defibrillator 2013-(B)(6). (B)(4).